Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer has insulin resistance, and believes settings contributed to bg level. Customer required assistance in treating bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.